Event description:
It was reported, the patient presented at the hospital due to syncope. Upon interrogation, intermittent pacing losses were observed. The device was explanted and replaced to resolve the event. The patient was stable.